Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -8.50/4.50/179 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023 to address excessive vaulting but the problem was not resolved. The lens was later explanted and phaco-emulsification and iol implantation was performed due to lens opacity. See MFR # 2023826-2024-01044 for claim against the initial lens.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).